Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exact patient weight is unknown; however the patient bmi was reported to be (b)(B)(6). It is unknown if this bmi was recorded prior to the procedure, at the time of the procedure or at a later date.

Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-00580 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-00580 for a description of the other device. According to the physician, during the procedure, the patient had a bladder puncture. Post procedure on (B)(6) 2010, the patient had mesh erosion. The patient now has isd and continues to smoke.

Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-00580 for a description of the other device. According to the physician, during the procedure, the patient had a bladder puncture. Post procedure on (B)(6) 2010, the patient had mesh erosion. The patient now has isd and continues to smoke.